Event description:
The complaint was determined to be a medwatch reportable event per the investigation of the complaint and the evaluation of the returned device performed in 2007. The complainant reported that on the same day, a therapeutic embolization procedure was performed on a patient (age and gender unk). The physician indicated that the cook brand coil would not advance through the catheter. The physician then obtained another renegade device and successfully completed the patient procedure. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction. This event has been determined reportable based on engineering evaluation dated the same day, in which it was stated that a gap of 0.35mm was found in the hub of the renegade unit.

Manufacturer narrative:
A review of the device history record of the renegade catheter (batch number 7564682) was performed. No issues or discrepancies were found which could potentially relate to this complaint. A review for similar complaints within batch number 7564682 was completed and no other complaints have been received for this particular lot of devices. A review of similar complaints across the renegade product family was completed for the last 15 months (february 2006 to may 2007) for the as reported classification 'catheter-infusion / coil in catheter / jammed'. Similar complaints have been reported and confirmed for the defect 'catheter-infusion / coil in catheter / jammed'. Upon analysis of the returned device, a gap of 0.35mm was found in the hub of the renegade unit. The root cause for the coil not advancing through the catheter is that the proximal end of the catheter shaft is not flush with the base of the renegade hub which is causing the coil to get stuck in the hub during coil deployment. The CAPA was raised in june 2005 to address complaints related to the gap issue in the renegade hub, which identified a manufacturing root cause. The lot at issue in this complaint was manufactured in april 2005 which is within the time frame identified in the CAPA. This complaint falls under the scope of this CAPA which addresses the actions of this complaint. This defect will continue to be monitored under the monthly complaints review board.